Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces.

Event description:
It was reported the customer's up arrow button was unresponsive. The customer's blood glucose was unknown. No additional information provided.